Event description:
Account receiving discrepant results for total psa (tpsa) and folate, for multiple patient samples. The following 43 patient examples were provided. Patient 1 through 41 gave discrepant results for total psa, and patients 42 and 43 gave discrepant results for folate. (Sample#: initial result/repeat result). (Tpsa and folate units = ng/ml) #1: 5.15/10.89, #2: 0.46/1.03, #3: 0.56/1.25, #4: 0.54/1.16, #5: 13.86/30.37, #6: 0.27/0.61, #7: 0.19/0.45, #8: 0.66/1.44, #9: 0.96/2.12, #10: 1.49/3.25, #11: 1.91/3.93, #12: 0.51/1.11, #13: <0.10/0.19, #14: 3.03/6.50, #15: 1.06/2.37, #16: 0.18/0.40, #17: 2.00/4.07, #18: 0.50/1.07, #19: 0.95/2.03, #20: 0.53/1.14, #21: 17.56/30.18, #22: 1.33/2.66, #23: 0.98/2.09, #24: 0.17/0.41, #25: 0.67/1.49, #26: 7.12/15.69, #27: 0.38/0.87, #28: 6.54/15.16, #29: 1.32/2.93, #30: 0.70/1.56, #31: 0.57/1.32, #32: 0.47/1.07, #33: 1.02/2.22, #34: 1.03/1.89, #35: 0.56/1.26, #36: 0.62/1.39, #37: 0.53/1.20, #38: 0.12/0.27, #39: 1.27/9.32, #40: 0.10/0.26, #41: 0.37/0.94. Folate #42: >20.0/10.6, #43: >20.0/11.5. No adverse events reported in association with the incorrect results. The field service representative determined the cause for the discrepant results was due to a malfunction in pinch valve #19, and replaced valve #19. Performance tests were performed and within specification.